Manufacturer narrative:
On 06/30/2010 - this event concerns a device that was MFR and used outside the united states. Analysis is pending.

Event description:
Connection issues associated with the atrial channel during the implantation procedure. Reportedly, a medtronic screwdriver was used to tighten the set-screw without clicking. Normal electrical measurements were recorded, and the physician decided to implant the subject device.